Event description:
It was reported that during knee arthroscopy it was noticed that the tip of the probe was broken. The surgeon explored the knee and found the tip of the probe and removed it with a grasper. X-ray of knee was done with c-arm to confirm that no other pieces were present. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Catalog number corrected.